Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3200 short port btt silicon was already cut open. They noticed this when they were about to start the harvesting process once dissection was completed. The balloon was inflated properly but they were worried about "latex allergy" issues. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.